Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during pcl avulsion surgery, the ambient super multivac 50 wand showed e8 error code and they could not proceed. There was a surgical delay greater than 30 minutes and there was a change in surgical technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as images of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that the wand incorporates a single-use feature which is designed to prevent reuse of the wand. Two pictures have been sent and they show an e8 error displayed on the controller. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) the rf controller may have been turned off following connection of the device or source power may have been interrupted prior to the activation, (2) disconnecting the device from the controller after power has been turned on, previous use, or incorrect power cycling of the controller. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Two pictures have been sent and they show an e8 error displayed on the controller. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use. (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.